Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two (2) erroneously elevated enzymatic creatinine_3 (ecre3) results on a patient sample obtained on an atellica ch 930 analyzer. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. Quality control (qc) recovered within the customer¿s expected ranges. No process errors were observed, and the instrument data showed that the reagents were tracking down as expected with no unexpected transitions. Hsc observed that there were no issues with the atellica ch 930 analyzer nor the ecre3 assay. The cause of the event is unknown. The analyzer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported to siemens that they obtained two (2) erroneously elevated enzymatic creatinine_3 (ecre3) results on a patient sample on an atellica ch 930 analyzer. The erroneously elevated results were reported to the physician(s), and the results were questioned. A new sample was drawn from the same patient, processed, and then reprocessed on an alternate system on subsequent days in another laboratory. Lower results were obtained and considered correct. One of the lower results from the alternate system was reported as the correct result to the physician(s). The customer stated that the patient was hospitalized for 2 days based on the erroneously elevated ecre3 results. No unnecessary medical procedure or treatment was performed on the patient. The patient was under observation in the hospital and was released. There are no known reports of adverse health consequences due to the erroneously elevated enzymatic creatinine_3 (ecre3) results.